Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: did this event contribute to any patient adverse event? No. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The visual analysis of the product noted that one empty labeled winding former and detached needle product code vcp1359h were received for analysis. During visual inspection of the returned sample, marks were observed on the body needle and a small piece of suture was still attached to the needle, the hole was observed with suture remnant. In addition, the end of the small piece of suture was examined and it was cut. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the procedure, two sutures of the same type were found the problem of pulling off suture needle during routine operation. After replacing the suture of the same type, the surgery continued. No adverse patient consequences were reported. Additional information was requested.